Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition), with taper up and taper down, for a duration of 12 hours and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the homecare pt reported the device "lost its program" and was delivering at an unspecified faster rate. At that time, the pt reported attempting to reprogram the device; however, after an unspecified length of time, the pt stopped the delivery. The device was removed from clinical use. Therapy was resumed the next day using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy and maintained the programmed rate throughout the testing procedures. During testing, the device delivered a measured volume of 20.18ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the mfg facility. A review of the history indicates the original programing was overwritten by newer data. The most recent programming occurred on (B)(4) 2010 at 1943 when the pump was programmed for tpn without taper, with an 1800ml volume, for a duration of 12hrs, a 5ml kvo rate, a 1850ml container size and a 2ml air sensitivity. At 1946, a check cassette alarm occurred and a cassette was inserted. Between 1947 and 2003, the device was powered on and off twice and the infusion was started and stopped once. At 2004, the device was powered off on, and the program was cleared. At 2006, the device was programed for tpn with taper up and down, a tpn volume of 1800ml, 30 min taper up, 30 min taper down, for duration of 12hrs, kvo rate 5ml/hr, a 1850ml container size, and air sensitivity 2ml. Between 2009 and 2016, three start alarms occurred. At 2017, the device was powered off. The review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).